Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The service representative was able to confirm the reported issue and could be addressed to a broken yellow plug. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. This is a known issue, corrective actions are in place.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking near the wheels of the equipment during service. There was no patient involvement.